Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. It is believed that the noise was caused by an external source. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained right ventricular oversensing via merlin.net. Review of the episodes showed noise. The noise was not able to be reproduced in clinic. Programming changes were recommended, but not made at this time. Patient will continue to be monitored.